Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that post implantation of an intraocular lens (iol) the patient experienced halos, glare at night, rings in vision and dysphotopsia. Post implantation of approximately seven months the lens was exchanged with another lens. Additional information has been requested.